Event description:
It was reported the pod came off and insulin was leaking down their thigh. Blood glucose levels rose to 280 mg/dl and a new pod was applied for treatment. The pod was worn for between 25 and 36 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.